Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate to any quality issues reported. All process parameters were found to be within specification and all in-process qa inspections were acceptable. The sample was not returned for eval; therefore, the complaint could not be confirmed and a root cause could not be established.

Event description:
The complaint is reported as: "when the bottle was spiked with the water column, the spike failed to penetrate the top of the bottle resulting in no water flowing into the column and therefore, un-humidified oxygen was administered to the pt." The water bottle was subsequently replaced. The condition of the pt is listed as stable.